Event description:
Pt had a vena cav filter placed on (B)(6) 2014 at (B)(6) for icv thrombus. Approx step 11, the pt developed chest pain and shortness of breath. Pt admitted to the (B)(6). It was discovered that a piece of the ivc filter(leg) fractured off and had migrated to the lt ventricle in the heart. Pt had to have open heart surgery to remove the foreign body.